Manufacturer narrative:
No product was returned by the customer. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed.

Event description:
It was reported that pump under delivered dose due to the rigidity of the syringe and plunger, the pump only delivered half the dose of caffeine. No patient injury was reported.